Event description:
Anaphylactic shock reportedly occurred after insertion of the catheter. Catheter was removed and replaced with an all silicone catheter. Pt reportedly did not have any known allergies. The dr reported the pt was stabilized at the time of the event. Rptr was unable to provide pt's symptoms that resulted in diagnosis of anaphalactic shock.